Event description:
It was reported that the 2800 system would not boot up correctly nor fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor, video controller, cables, and power supply were installed during the service call. The system was tested, and found to be working as intended, and put back into service.